Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as no images or CT-scans were provided. The surgeon identified soft tissue interference as a contributing factor, with no issues related to implant design. The implant, originally planned as a medpor case but requested in peek due to the patient¿s history of trauma and anticipated revision surgery, was manufactured according to specifications; given the complex anatomy and existing orbital mesh, soft tissue proximity likely contributed to the need for intraoperative adjustment, and no device-related issues were identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant required adjustment due to soft tissue interference.